Manufacturer narrative:
The device history record for the reported lot number, ty230413, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The reported device was evaluated. Product packaging was not received. After cleaning and decontamination, the sample was examined in a well-lit area. The distal portion of the tubing exhibits discoloration. Damage was observed at the 15cm numeric depth marker. The area was examined under magnification. There was an oblong hole directly under the printed "18." The edges of the hole were beveled. Damage was not observed on any other area. Root cause could not be determined. All information reasonably known as of 05-feb-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 30-aug-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-ghc-24-04052 this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the enteral feeding tube was in use for over 24-hours, "when feed administered, discovered feeding tube had a split/ hole at 18cm mark. [Patient] suddenly appeared to be choking while tube feed being administered, with mouth filled with milk." There was no reported injury and medical intervention is unknown, current pt status is unknown.